Event description:
A us distributor contacted zoll to report that a patient's pre-existing condition was exacerbated by the lifevest equipment. The patient described the area as uncomfortable near the surgical incision from the open-heart surgery they had recently. There was no alleged device malfunction contributing to the irritation. The patient¿s rn stated they will treat and care for the incision and that there was no irritation from the lifevest and that it was just uncomfortable. The outcome of the irritation is unknown as follow up attempts were unsuccessful.